Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four (4) events were reported for this quarter. Four (4) devices were received for testing. One (1) event was duplicated during testing. The device was found to have twisted internal wires. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly overheating. Three (3) events had no patient involvement; no patient impact. One (1) event had patient involvement; no patient impact.